Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The patient was given half the dose of heparin after the venous access was gained prior to the transseptal crossing then the second half of heparin was given post transseptal crossing. The closure device was deployed in the laa, but did not meet release criteria and was fully recaptured. The decision was made to exchange the was for a different curve was. At this point it was noted the 16fr sheath that the physician was working through on the right femoral vein had become clotted. The physician decided to stop the procedure for patient safety concerns. There was no clotting or thrombus noted to be on the left side of the heart. The patient was extubated with no neurological deficits and was discharged home in good condition.